Event description:
It was reported a balloon ruptured during an arteriovenous fistula graft dilatation procedure. Following balloon rupture it was reported difficulty was encountered removing the balloon catheter through the introducer sheath. Exertion against resistance resulted in the balloon detaching in the sheath. The balloon and introducer sheath were successfully removed as a unit. The procedure was successfully completed with this balloon catheter. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation, a supplemental medwatch will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, co's follow up revealed an inflation device with pressure gauge was not used to determine the adequate dilating force within the balloon. The company believes these factors may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "marshall balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral, and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel. It is essential that an inflation device with pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied. Do not exceed the maximum limits of the product. The rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture."